Manufacturer narrative:
As received, a complete lead was returned in one piece with separated stylet for investigation. Analysis was normal. No anomaly was found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device implant procedure, the physician had difficulty operating the stylet upon positioning the right ventricular lead. The physician elected to use a different lead and there were no patient consequences.